Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was seeing a power on reset (por) on their remote. It was noted the patient had the implant for 6 years, the cause of the por was unknown. No patient symptoms were reported. Rep was going to follow-up with the patient, but had not received a response upon reaching out to them.